Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing unit (cpu) board. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection was performed. During testing, it was found that the device was inoperative. The cause of the condition was determined to be a damaged central processing unit (cpu) board. The cause of the damaged cpu board was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.